Event description:
A tech reports the bed stopped moving between surgery on the right and left eye of one pt. Pt was receiving prk treatment on both eyes and after the right eye was completed, they could not move the bed to treat the left eye. Five remaining surgeries, including the left eye of this pt had to be rescheduled, however, the epithelium had not been scraped on this pt's left eye. The pt returned several days later for surgery on the left eye. Postoperatively, this pt's ucva was 20/25 in the right eye. No other info is anticipated. No pt harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. (B)(4).